Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 50 mg/dl this morning, which she treated with mixed fruit. The customer stated that it was normal for her to run low sometimes. No further troubleshooting occurred for the low blood glucose, and no products were returned or replaced.